Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the technician indicated that the adhesive around the objective lens had a chip due to a degradation issue. There was no patient involvement.

Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.